Manufacturer narrative:
D4: expiration date: added. H4: manufacturing date: added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The device was not returned, therefore it cannot be confirmed that the device met specification. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, good faith efforts have been exhausted in response to a request for further information and the limited information available does not indicate a need for escalation of the event to the senior managements. As the as reported events are known and anticipated complications to these types of procedures and patient condition and is listed as such in the device directions for use, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that after procedure, the patient was diagnosed with definitive hemorrhagic remodeling precentral left hi2. The medication was administered to patient in response to the hemorrhagic remodeling. The patient is not yet recovered. No other information was provided.

Event description:
It was reported that after procedure, the patient was diagnosed with definitive hemorrhagic remodeling precentral left hi2. The medication was administered to patient in response to the hemorrhagic remodeling. The patient is not yet recovered. No other information was provided.

Manufacturer narrative:
The subject device remained inside patient.